Event description:
Boston scientific received information that during the implant procedure the right ventricular (rv) lead exhibited pacing impedance measurements greater than 2000 ohms. When the physician attempted to reposition the lead, it was noted that the helix would not retract. The rv lead was attempted and not implanted. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with a setscrew mark noted on all terminal connectors and the helix extended. Visual inspection found the lead body to be twisted in a counter-clockwise rotation, the dbs cable wavy and the polytetrafluoroethylene for the rs- coil wrinkled sporadically. The damages were located from approximately 11 to 23 cm from the is-1 pin. It was also noted that the rest of lead body was mildly twisted. X-ray examination revealed that the rs- coils were twisted off (fracture) at the distal end of the is-1 pin; this damage is indicative of over-torque the helix. A tear in the inner insulation was also observed. Laboratory analysis was unable to perform the standard helix testing due to the fracture, however they were able to determine that the helix mechanism was functional by using tweezers to rotate at distal tip of lead.